Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the device not working at all was not confirmed. However, it was determined that the device failed for the cutter lock, safety, temperature, sound and rotations per minute (rpm) assessments. The assignable root cause was determined to be due to excessive force and /or side loading during use, which is user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the locking components were damaged on the motor device. It was noted in the service order that the device did not work at all. During pre-repair diagnostic assessment, it was determined that the device failed for the cutter lock, safety, temperature, sound and rotations per minute (rpm) assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.